Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right atrial (ra) lead exhibited high thresholds with no capture. High impedance has also been reported. The ra lead remains in use. Intervention is planned for lead revision. No patient complications have been reported as a result of this event.